Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. Preliminary analysis indicates this device exhibited premature battery depletion.